Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent liposuction on an unknown date and topical skin adhesive was used. The patient experience itching and a hive like reaction at the site of application. The topical adhesive was removed with forceps two to three days later. Additional information requested.